Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "blood sometimes will remain in connector despite flushing" could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 24085081 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needleless connector was clogged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that when bloodwork drawn from cvc line blood sometimes will remain in connector despite flushing.